Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch verio2 meter displayed an error message "error 4". The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when the meter allegedly displayed an "error 4" message when she tried to test her blood glucose. The patient manages her diabetes using victoza, actose, invokana, glimepiride and metformin, and denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient denied experiencing any symptoms and reportedly received telephone advice from her doctor on (B)(6) 2016 around noon who advised she used a different vial of test strips. At the time of troubleshooting, the csr determined that it was not the patient's first use of the device, the test strips were stored correctly and within expiry and the patient's testing procedure was correct. The csr was unable to walk the patient through a re-test as the patient did not have testing supplies available. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.